Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/1/2021. Additional information: h6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device batch pmr846 and no non-conformances were identified. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned samples determined that one hundred- four samples of product code 8967h were received for evaluation. Visual inspection of thirty-two unopened samples and no defects were found on the packages. The samples were opened, and the needles were positioned correctly in folder. The swage and attachment area were noted to be as expected.the needles were comparison against the needle specification and meet the requirements. In addition, the tip of the needle is correct, and no dull needle or brekage could be observed. Also, the samples were tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the 3 needles presented the same issue, dull needle and breakage? Event day, procedure date. Note: events reported in 2210968-2021-00639, 2210968-2021-00640, and 2210968-2021-00641. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle tip broke. There were no adverse patient consequences reported. No additional information was provided.